Event description:
Rptr indicated a vns therapy handheld dosing computer would not hold a charge. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful to date.